Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the up arrow button keypad trace. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
The customer reported via phone call that he had a button error alarm. Customer's blood glucose at the time of the incident was 122 mg/dl. Customer stated that he got out of bed this morning and the pump would not work. Pump was not dropped or exposed to moisture. Customer took the battery out and put it back in. Customer stated that the pump would not let him set up the clock and the clock keeps running. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.